Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# j0421583v, implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event description: refer to call number (B)(4) last 6 mos problems prior to the report, hurts bones when pt uses device. Pt would like device to be removed. She states that scar tissue not formed over device, thinks body is rejecting device, burns, and the wires have moved. Pt no longer to drive, can't get into see dr on a day her husband is off, pt states lead moved over shoulder blade: recommended pt discuss with her physician or a general surgeon to remove. On (B)(6) 2016, the consumer later reported via a manufacturer representative (rep) that the pain stim device had been removed because her body rejected it and it didn't work for her. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.